Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a procedure, the patient suffered third degree burn on the right buttock which was caused by the fire and flames between the contact electrode and the right buttock. The burn was treated by direct excision of the wound and primary closure. There is no further information available.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a procedure, there was a flame at the tip of the electrode which was plugged in the generator. The patient had burn located at the breast area. There is no further information available.